Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain excruciating stabbing pains in pelvic area"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), basedow's disease ("graves disease") and atrial fibrillation ("blood or heart disorder/condition type: a-fib") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included atenolol (atenol), furosemide, potassium, thiamazole (methimazole) and vicodin (norco). In 2009, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced basedow's disease (seriousness criterion medically significant). In 2014, the patient experienced urinary retention ("problem with retention") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2015, the patient experienced tachycardia ("tackycardia"). On an unknown date, the patient experienced atrial fibrillation (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), abdominal pain lower ("pain in lower abdomen") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo a bilateral salpingectomy with removal of the essure device) and surgery (undergo a bilateral salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary retention, fatigue, abdominal pain lower and vulvovaginal pain was resolving, the basedow's disease, atrial fibrillation, dysmenorrhoea, dyspareunia, anxiety, depression, female sexual dysfunction, headache, vaginal discharge, weight increased, irritable bowel syndrome, alopecia and tachycardia outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, atrial fibrillation, basedow's disease, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, tachycardia, urinary retention, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: over the next several months, ms. Mcatee sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant disease, lab data were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, apareunia, graves disease, problem with retention, migraines, headaches, blood or heart disorder/condition type: a-fib, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, hair loss and pain excruciating stabbing pains in pelvic area, pain in lower abdomen, vaginal pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain excruciating stabbing pains in pelvic area'), genital haemorrhage ('heavy bleeding / abnormal bleeding (general)'), basedow's disease ('graves disease') and atrial fibrillation ('blood or heart disorder/condition type: a-fib') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included atenolol (atenol), furosemide, hydrocodone bitartrate;paracetamol (norco), potassium and thiamazole (methimazole). In 2009, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced basedow's disease (seriousness criterion medically significant). In 2014, the patient experienced urinary retention ("problem with retention") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In march 2015, the patient experienced tachycardia ("tackycardia"). On an unknown date, the patient experienced atrial fibrillation (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("pain in lower abdomen"), vulvovaginal pain ("vaginal pain") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (undergo a bilateral salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary retention, fatigue, abdominal pain lower and vulvovaginal pain was resolving, the basedow's disease, atrial fibrillation, dysmenorrhoea, dyspareunia, anxiety, depression, female sexual dysfunction, headache, vaginal discharge, weight increased, irritable bowel syndrome, alopecia, tachycardia and blepharospasm outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, atrial fibrillation, basedow's disease, blepharospasm, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, tachycardia, urinary retention, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: over the next several months, ms. Mcatee sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Ultrasound scan vagina - in 2009: results: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- blepharospasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. On 16-mar-2020: pif received-no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain excruciating stabbing pains in pelvic area'), genital haemorrhage ('heavy bleeding / abnormal bleeding (general)'), basedow's disease ('graves disease') and atrial fibrillation ('blood or heart disorder/condition type: a-fib') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included atenolol (atenol), furosemide, hydrocodone bitartrate;paracetamol (norco), potassium and thiamazole (methimazole). In 2009, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced basedow's disease (seriousness criterion medically significant). In 2014, the patient experienced urinary retention ("problem with retention") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2015, the patient experienced tachycardia ("tackycardia"). On an unknown date, the patient experienced atrial fibrillation (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("pain in lower abdomen"), vulvovaginal pain ("vaginal pain") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (undergo a bilateral salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary retention, fatigue, abdominal pain lower and vulvovaginal pain was resolving, the basedow's disease, atrial fibrillation, dysmenorrhoea, dyspareunia, anxiety, depression, female sexual dysfunction, headache, vaginal discharge, weight increased, irritable bowel syndrome, alopecia, tachycardia and blepharospasm outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, atrial fibrillation, basedow's disease, blepharospasm, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, tachycardia, urinary retention, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: over the next several months, ms. Mcatee sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Ultrasound scan vagina - in 2009: results: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- blepharospasm. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added-eyelid twitching added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a salpingectomy with removal of the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: over the next several months, ms. (B)(6) sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and dyspareunia, among other symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.